Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis.during an atrial fibrillation case, a pericardial effusion was noticed. The caller reported that the effusion was found with intra-cardiac echo (ice) after the physician introduced the soundstar® catheter back. The pericardial effusion was confirmed by transthoracic echo (tte). The caller reported that the medical intervention provided was a pericardiocentesis and 130cc of fluid was removed. The patient was reported to be in stable condition. The physician was uncertain of the reason for the effusion. Additional information received indicated the adverse event was discovered post use of biosense webster inc. Products. The physician¿s opinion on the cause of this adverse event is that they did not know what cause the effusion. Patient was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. There was no evidence of steam pop.transseptal puncture was performed with boston tsx needle an irrigated catheter was used in the event with the correct settings at 15ml/min for >30w. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability used in range: 2mm, time: 3sec, force over time (fot): 25% and 5g, tage size 3. No additional filter was used with the visitag. Color options used prospectively was coloring tag index..